Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced an adverse event on (B)(6) 2016. The patient stated that he had a hypoglycemic event and was taken to the hospital by the paramedics on (B)(6) 2016 at 6am. The patients blood sugar was at 20mg/dl, per the paramedics. Patient was released from the hospital and was home by 3pm. Patient stated the dexcom system did alarm him of this low. No additional event or patient information was provided.